Event description:
Blunted inflation of iab, replacement balloon also blunted. Use of telefex pump - correct inflation. No pump alarm sounded when the balloon failed. No blood seen in the catheter tubing. No pt injury or death resulting from the above event. Difficulties during pumping - blunted gas inflation. Below expected volume entering balloon. Incomplete gas graph filling. Incomplete x-ray filling. Note: the pt expired on (B)(6) 2012.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension and pressure tubing was also returned. One kink was found on the catheter tubing near the y-fitting approx 75.7cm from the iab tip. Product eval: the iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension and pressure tubing was performed and no leaks were detected. Conclusion: the reported problem could not be duplicated during testing. We are unable to determine when the kink occurred, however a kink in the catheter tubing could restrict the gas flow and prevent proper inflation of the balloon. A review of the device history does not indicate any lot specific issues. (B)(4).